Manufacturer narrative:
(B)(4). Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device (B)(4). The device has been discarded by the hospital. A follow-up medwatch will be submitted if additional information becomes available.

Event description:
According to the hospital:"there was leakage from the de-airing valve of the filter." (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary gmbh requested the product for investigation but the product was discarded by the hospital. Therefore no laboratory investigation could be performed by manufacturer. Although the product was not available the investigation was performed based on complaint photograph. In the photo it could be seen that there is crack on the quick vent luer lock connector of the oxygenator. Based on this the failure could be confirmed. A sap trend search was performed for material 70106.3877, failure code 0115 and no additional complaint was found in last two years. Due to this information no systemic issue could be determined. The meaningful DHR review could not be performed since the lot number and the serial number of product were not available. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).